Event description:
Reporter stated he rec'd the er1 message during the last year. Reporter did not compare to color chart at the time and simply retested receiving a blood glucose reading below 500 mg/dl.